Event description:
The pt reportedly experienced loss of sound. Testing confirmed that the device was not functional. The pt's device has been explanted. The pt was reimplanted with another advanced bionics cochlear device.